Manufacturer narrative:
This device is distributed outside the us; however it is similar to the us prod. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.

Event description:
The male received a 2.75 x 23mm cypher select plus stent in the mid lad. Less than one month post procedure, the pt died. The cause of death was reported to be cardiac in nature and was termed "acute decompensation failure". This pt does not have a reported history of previous mi, cardiomyopathy, or know chf.